Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The transmitter device was returned for evaluation. The transmitter was visually inspected and no defect was found. Pairing testing was performed and the test passed. Functional testing was performed and there was no failure detected. Data log review was performed and the reported event of unrecoverable loss of antenna passed threshold could not be confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.